Event description:
This pi is for dislocation reduction on (B)(6) 2022. Patient reported primary surgery on march 8, 2022 and reported 3 left hip dislocations with the most recent on (B)(6) 2022. Patient would like to know if parts are subject to a recall. Patient indicated he is in the process of retaining an attorney. (B)(6) 2022: 1st dislocation (approx), (B)(6) 2022: 2nd dislocation (approx), (B)(6) 2022: 3rd dislocation (approx), each dislocation was treated to "pop back in", nothing was removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for dislocation reduction on (B)(6), 2022. Patient reported primary surgery on (B)(6), 2022 and reported 3 left hip dislocations with the most recent on (B)(6) 2022. Patient would like to know if parts are subject to a recall. Patient indicated he is in the process of retaining an attorney. (B)(6), 2022: 1st dislocation (approx). (B)(6), 2022: 2nd dislocation (approx). (B)(6), 2022: 3rd dislocation (approx). Each dislocation was treated to "pop back in", nothing was removed.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 3 other similar events for the reported lot. These 3 similar events relate to dislocation for the same device/patient, therefore no further trending is required for this commonality. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is also noted that the patient is inquiring if the devices are part of a recall. Based on the catalog and lot codes provided the devices reported as not subject to a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.